Event description:
It was reported that on 08 jan 2025, that on 27mm navitor valve was selected for implant. The annular dimensions of the native valve of the patient were: a minimum annulus diameter of 21,9mm, maximum annulus diameter of 26,5 mm, average annulus diameter of 24,2mm, derived area of 24,1mm, area of 456,9mm2, and perimeter of 78,6mm. During the procedure, after the valve was deployed at a depth of 7mm, moderate/severe cenrtal aortic regurgitation was noticed on both angio and echo tt-view. Te-echo was then performed in order to assign the regurgitation type, confirming moderate/severe regurgitation and showing a transvalvular regurgitation. A post bav was performed with a 25x40 non-abbott balloon and a valve-in valve procedure was then performed with a 27mm navitor valve, which resulted in good hemodynamic outcomes and no additional complications. The patient remained hemodynamically stable throughout the procedure, but there was a delay associated with the implant of the second valve. The patient is in good clinical conditions. On (B)(6) 2025, a pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of central regurgitation, aortic regurgitation, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, causes for the reported central regurgitation, aortic regurgitation, and heart block could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, that on 27mm navitor valve was selected for implant. The annular dimensions of the native valve of the patient were: a minimum annulus diameter of 21,9mm, maximum annulus diameter of 26,5 mm, average annulus diameter of 24,2mm, derived area of 24,1mm, area of 456,9mm2, and perimeter of 78,6mm. During the procedure, after the valve was deployed at a depth of 7mm, moderate/severe central aortic regurgitation was noticed on both angio and echo tt-view. Te-echo was then performed in order to assign the regurgitation type, confirming moderate/severe regurgitation and showing a transvalvular regurgitation. A post bav was performed with a 25x40 non-abbott balloon and a valve-in valve procedure was then performed with a 27mm navitor valve, which resulted in good hemodynamic outcomes and no additional complications. The patient remained hemodynamically stable throughout the procedure, but there was a delay associated with the implant of the second valve. The patient is in good clinical conditions. 5 days post-procedure, the patient experienced second degree av block. On (B)(6) 2025, a pacemaker was implanted. The patient had a prolonged hospital stay to monitor their rhythm.